Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl. The patient had not yet treated but she planned to treat with needles and insulin. Troubleshooting did not occur since the insulin pump battery was dead. The insulin pump was not returned for analysis at this time.